Event description:
Dlr states that when the user went up the bus ramp the front rigging support assembly was fractured. Later on when he got to his house it was broken in half. Replacing it as a courtesy to the customer this time only. No injuries reported (B)(4).